Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and fecal dysfunction. It was reported the settings were too high because the patient¿s bottom was really sore. The patient had increased settings because she was having little accidents. Since settings were increased on (B)(6) 2016, the patient was so constipated she had to get a fleet enema from her husband. The patient had uncomfortable stimulation on (B)(6) 2016; the patient felt soreness and wanted to decrease stimulation.

Event description:
Additional information was received from the patient and it was reported that the circumstances leading to the constipation, accident and soreness in bottom was a few days after surgery probably because of the anesthesia, device turned down and device turned up too high, respectively. The patient reported that the constipation relieved 3 days after surgery and was drinking plenty of water and moving around. The patient reported that the accidents resolved by turning the device up slightly while sleeping. The patient reported that the soreness in the bottom resolved by turning the device down. The patient reported that the uncomfortable stimulation took time after surgery to gain the right setting that was comfortable and effective. All reported issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.